Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site #10 of the patient's mouth, no osseointegration was achieved. The device was removed and a bone graft was placed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site #10 of the patient's mouth, no osseointegration was achieved. The device was removed and a bone graft was placed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.